Event description:
It was reported by the st jude medical that the pt presented to the hosp after receiving a shock. Noise was observed on the stored electrograms, which the ICD detected as fib and delivered therapy. It appears that the lcd is not sensing at all in bipole and pacing asynchronously. The ICD was explanted and returned to st. Jude for analysis.